Manufacturer narrative:
Device evaluation: the pump was returned assembled and appeared to have been exposed to a fixative agent prior to being returned. The driveline was severed approximately 1 inch from the pump housing, and an approximately 8 inch portion of the severed driveline was also returned. Upon disassembly of the returned device, examination of the pump revealed a fixed, tissue-like deposition adhered to the inlet tube. The deposition appeared to have developed over an undetermined period of time. However, a specific time period in which it developed and the duration of its presence at this location could not be conclusively determined. The deposition was occluding the opening of the inlet tube, but it would not have obstructed flow. The outlet stator revealed a dark red, soft deposition. The deposition's lack of laminated layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was large and would have severely impeded flow. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be determined, it would have potentially contributed to the report of elevated lactate dehydrogenase. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. No other depositions that would have caused a functional issue were identified. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has had an increase in lactate dehydrogenase, and that the lvad was producing elevations in flow estimation readings. At the time of the event, patient was on heparin and was made 1a status for heart transplant. The patient was medically managed while awaiting transplant.